Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report high blood glucose levels and that the insulin pump may have not been delivering insulin. The customer's blood glucose level was 600 mg/dl at the time of incident, but was 223 mg/dl at the time of call. The customer treated with manual injections. The customer found blood at the site. The customer was shipped tubing clamps and was advised to call back when they received it to perform the high pressure test. Nothing was replaced or returned.